Event description:
Yes, I'm filling out this form to get your attention. Otherwise I'm sure my message wouldn't even be read. I personally did not have ect applied to me, I wouldn't call that "treatment" but from my little, uneducated -don't own a medical title- position I can clearly see that this device is not for curing anybody. Can you guys not see this?? If psychotics stop being psychotic that is because they are walking around with fried brains instead. Of course they might not even be psychotics (they come up with hundreds of stupid names like that, I'm sure you and me would have some names too), it may be that an ordinary, not harmful person is having difficulties in life, well before you know it, she/he is labeled as "depressed", the money hungry individuals who care about nobody, pursue something like this and the big (B)(4) don't say a thing. Unbelievable. Please open your eyes and see what you are allowing, this is a machine that is giving "electric" to a person's head, the electric that we try to avoid because it hurts, because it's dangerous, because it can kill you. Isn't that what we teach our kids? So why would that be ok to give electric to an adult, I don't get it. I'll just finish by saying "wake up", it's time to rid of these kinds of things. Thank you for reading.